Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s high blood glucose level was 400 mg/dl and over 400 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm and customer performed prime and found that insulin exited and also found that the cannula was bent. The customer was treated with manual injection for high blood glucose level. The customer had difficulty in breathing as symptom of high blood glucose level. The insulin pump will not be returned for analysis.